Event description:
Caller reported symptoms of hypoglycemia, accu-chek system blood glucose results: 10:30 pm - 505 mg/dl 10:31 pm - 89 mg/dl 10:33 pm - 107 mg/dl 10:35 pm - 299 mg/dl 10:54 pm - 150 mg/dl customer self treated by drinking juice. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.